Manufacturer narrative:
The na electrode lot number was ebv80 with an expiration date of 16-may-2026. The field service engineer (fse) found a hole in the rinse vacuum tubing. The fse removed the hole from the tubing. Calibration, qc, and precision results were all acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for sodium electrode (na) on a cobas 6000 c (501) module. The initial result was 150 mmol/l. The repeat result was 139 mmol/l.